Event description:
Material#: 303310, batch#: 0044112, 4134198. It was reported that the bd luer-lok package was defective / damaged. The following information was provided by the initial reporter: rcc received a complaint via email. Customer opened boxes of 20ml bd product and found pin holes in the web of the packaging. Please contact for further information, specifics, pictures, and physical samples, which I have requested be retained.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot number includes 4134198 and other expiration date includes 2029-05-31. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2024-06-13.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.